Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) canada on behalf of the lay-user/patient alleging that the one touch ultra2 is giving inaccurate high reading. In the next day, this medical surveillance specialist obtained more information from a follow-up phone call to the patient. The patient tests around 4 times a day, at 6:30 am, at 10:45am, at 5pm at 7:45 pm and before gym class, if he has one on that day. The patient takes novolin, nph, and novorapid insulin based on a sliding scale per the lfs meter reading. On an unspecified date and time, the reporter claimed she obtained a blood glucose reading in the low "20 something mmol/l" (360 mg/dl) on the subject meter, which she felt was inaccurately high. Based on the insulin sliding scale, the patient took 19 to 20 units of novorapid insulin. The patient did not have any symptoms at the time of concern. The reporter felt that the patient should have received 14 units of insulin at the time of concern. It is not known why the reporter felt that 14 units of insulin should have been the appropriate treatment. Sometime after the insulin treatment, the patient developed symptoms described as "shaky, sweaty, and very quiet. He didn't seem all there consciously". The patient was tested at "1.6 mmol/l" (29mg/dl) on a backup meter. The patient promptly received orange juice and reportedly was fine. The patient ate some food. Soon after, the patient reportedly "crashed again" and was treated with glucose tablets and some cola. His condition reportedly "stabilized". The patient's alleged hypoglycemic condition lasted 1.5 hours. The patient felt that had the subject meter read accurately, the correct amount of insulin would have been administered. During the follow-up callback, the reporter indicated that the subject meter was dropped on the concrete several times during their vacation. The reporter also indicated that the backup meter was reading in the "8 something mmol/l" (144 mg/dl) while the subject meter was reading "20 something mmol/l" (360 mg/dl). The calculated difference of these glucose results is not within the expected value of <= 30% and/or <= 1.7 mmol/l. This complaint is being reported because, the reporter claimed the patient developed symptoms that can be associated with hypoglycemia after he received insulin per the alleged inaccurate high reading on the lfs meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.